Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station displayed error while login to the station. A technical support specialist dialed into station and server, observed the station was in disconnected mode, and confirmed device not communicating error in health sight viewer (hsv); reviewed station logs and identified possible index corruption detected, verified the last upload on the server was not current, followed knowledge article (ka) - "proper data sync 2.0 procedure", performed a database backup and full synchronization, after which the station returned to normal login, test login confirmed synchronization status as current, verified the server upload was current, and confirmed all errors and alerts were cleared with customer acknowledgment. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, station displayed error while login to the station. Customer tried to reboot the station, but issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there was no adverse events or injuries reported based on this event.